Event description:
It was reported that during a stenting treatment procedure, stent placement problem occurred. The target lesion was located in the moderately tortuous superficial femoral artery (sfa). A 6x100x75mm innova bare metal stent was attempted to be deployed. Less than 10mm of the stent was deployed with the thumbwheel and the stent moved slightly towards distal in the beginning of deployment. The entire system was removed outside the patient body. The stent was not resheathed prior to removal. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was well. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds). Examination of the returned device revealed the shaft was kinked at the nose cone. The stent was partially deployed 10mm. There was no damage to the handle. The handle was opened during analysis to inspect the handle components. There was no damage to the thumbwheel. There was no damage or irregularities to the inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. The reported stent placement/partial deployment was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent placement problem occurred. The target lesion was located in the moderately tortuous superficial femoral artery (sfa). A 6x100x75mm innova bare metal stent was attempted to be deployed. Less than 10mm of the stent was deployed with the thumbwheel and the stent moved slightly towards distal in the beginning of deployment. The entire system was removed outside the patient body. The stent was not resheathed prior to removal. The procedure was completed with a different device. No patient complications were reported and the patient's status was well. This product is only ous approved but it is similar to an approved u.s. Device.